Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivery and alleges insulin pump. Customer's blood glucose value was 300 mg/dl at the time of the incident, current blood glucose was 300 mg/dl. The customer was assisted with troubleshooting. The drive support cap appears normal (slightly indented). Customer will return device for analysis.